Event description:
The customer reported that a cvvh treatment was working fine for 6 hours until 2:00 pm then there was a change request for fluid rate removal to 170 cc/hr. However, the machine removed 498 cc in an hour. Pt was sedated at time of treatment. Pt was ok.